Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced macular edema, due to the decline of binocular vision, and received local hormone treatment. Additional information was requested and received stating that the patient details, conmed. There are two medical device reports associated with this patient. This report is associated with the left eye.